Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer attempted changing their set several times and used a different vial of insulin but their high bgs persisted until they had to visit the emergency room. The customer stated that once they left the hospital they put the pump back on and immediately their bgs went high again and could only be brought down with a manual injection. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition a fixed prime test was completed and the insulin exited.